Event description:
Caller reported the following: 818 am - received a rrlo on the meter (which was programmed to show this for any result less than 45 mg/dl). Was given 25 cc of d50 and then a lab was drawn which was later reported out as 128 mg/dl. Actual time the lab was drawn was not reported but this was in between the blood glucose results on the meter; 826 am - 256 mg/dl. Caller stated there was no indication that the patient had any symptoms of high or low blood glucose throughout the incident. Caller reported a control test was performed on this meter/strip system in the last 24 hours. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.